Event description:
During the coil embolization for an aneurysm (size: 3mmx2.8mm) at mca m2 segment with narrow neck, the proximal of the coil delivery wire was broken when withdrawing the introducer sheath. So the physician replaced another coil to finish the procedure. No clinical consequences reported to the patient. No further information is available for now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was kinked not broken, but the proximal contact was broken. Additional information received confirmed that the proximal contact was broken. Based on the information currently available and the device inspection, it is likely that the damages on the proximal contact and delivery wire are due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. Therefore the originally reported delivery wire broken was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Because the proximal contact is not a contiguous part that forms the delivery wire, but is a subcomponent located at the proximal end of the delivery wire that works in conjunction with the detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable.

Event description:
During the coil embolization for an aneurysm (size: 3mmx2.8mm) at mca m2 segment with narrow neck, the proximal of the coil delivery wire was broken when withdrawing the introducer sheath. So the physician replaced another coil to finish the procedure. No clinical consequences reported to the patient. No further information is available for now.